Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.20mm x 8mm emerge, 2.00mm x 12mm emerge, and 2.50mm x 15mm nc emerge balloon catheters were each used for dilatation. However, during the first inflation at 12 atmospheres for 15 seconds, the balloons ruptured. The devices were removed, and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post-procedure.